Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were erratic readings. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.